Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that the customer had a failed battery test alarm on the insulin pump. It was found the alarm occurred after the battery was removed from the insulin pump. The caller reported the batteries were not lasting on the insulin pump. Customer's blood glucose was 227 mg/dl at the time of the call. The caller also reported the customer had a low battery alert on the insulin pump. It was reported the customer did not perform excessive button pressing on the insulin pump. It was also found the customer had a weak battery alert on the insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. The customer also stated the insulin pump turned off when a self-test was performed. Customer declined to return the product for analysis.